Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after the tether was cut, the threshold on the leadless implantable pulse generator (ipg) was elevated. The patient is pacemaker dependent so the physician opted to implant a second ipg. The first ipg was turned off and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.